Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the procedure was a hand assisted nephrectomy. The device was closed on the hilum while articulated and was believed to be locked out. The surgeon did not feel comfortable moving the knife in either direction at that point so he used his fingers to spread apart the jaws enough to pull off the tissue. The sales rep believes the device was never completely opened when removed from the patient. The procedure was completed with no issues.

Event description:
It was reported by the customer that during an unknown procedure, the stapler was partially articulated and across the renal artery and the device was unable to fire. The customer was advised by the csc nurse to attempt to reverse the knife position. The doctor was able to slip off the stapler. A second like device was used to complete the procedure. There were no patient consequences reported. One device will be returned by the sales rep.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57x5r. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.